Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. Multiple attempts were made by tandem technical support to follow-up with the customer on the backup insulin therapy method, but no response was received. Customer¿s blood glucose level was 150 mg/dl.